Manufacturer narrative:
Stryker reviewed the device's electronic data and verified the reported issue. Stryker determined that the pacing button was pressed during this event, causing the top channel to switch from ECG pads to lead ii. The customer was provided with instruction on how to switch the device between pacing and defibrillation. The device remains in use with the customer. The cause of the reported issue is user error.

Event description:
The customer contacted stryker to report that their device did not detect defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not detect defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.